Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The received picture is an abstract of surgery- guide. Just based on the picture it is not possible to confirm an allergic reaction issue, therefore the complaint is rated as n/a in the confirmed field. With the received information of the possible implanted variable angle lcp plate; (02.211.246 / 02.211.247), we could indicated the composition of the plate. The values were in compliance with ao/asif specification and with the international standard (B)(4) for implants for surgery, stainless steel. As the lot number is unknown we are not able to research the device history record and the manufacturing documents which shown that these plates were manufactured, inspected and released to the approved specification. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an (B)(6) 2020 the patient had an allergic reaction to the variable angle (va) locking compression plate (lcp) foot plates implanted during a first cuneometatarsal fusion. This report is for one (1) 2.4/2.7mm va-lcp first tmt fusion plate/standard. This is report 1 of 2 for (B)(4).